Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8001666; medical device expiration date: 12/31/2022; device manufacture date: 01/16/2018; medical device lot #: 8001668; medical device expiration date: 12/31/2022; device manufacture date: 01/16/2018. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there were defective graduation marks on many bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, bd was unable to fully investigate this incident. Therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: since no samples displaying the reported condition were received no defects could be confirmed.

Event description:
It was reported that there were defective graduation marks on many bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that there were defective graduation marks on many bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.